Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator would only charge to 25% and would drain very quickly. The battery had shown a slow loss of ability to hold a charge. Impedances were within normal limits. The patient underwent a revision on (B)(6) 2011 during which his neurostimulator and leads were replaced. The new paddle leads were placed higher than the previous leads. The patient was receiving good results and incurred no injury.